Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc) for evaluation. Omsc received the pictures of the subject device and confirmed that the probe had scratches and the ptfe pad was partially separated on (B)(6) 2012. The manufacturing history in the lot number of the device was reviewed, with no irregularities about the reported event noted. Based on the similar cases with the same model, it is known that the separation of the ptfe pad occurred since the user activated output without grasping anything (including after the tissue separated) while the grasping section is closed, which caused a local increase of the temperature due to a friction between the probe tip and the grasping section. Omsc concluded that this phenomenon is most likely related to the user's technique. The instruction manual of the subject device already cautions; do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them to detach.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this initial report is required on (B)(6) 2015. During an unspecified procedure, the subject device was used. The probe of the device was damaged. Other detailed information wasn't reported. There was no patient injury reported.